Event description:
It was reported that during placement of a flexima drainage catheter a malfunction occurred. The physician had soaked the drain in a saline bath for 10-15 minutes prior to first insertion. She inserted the biliary drain over a wire with a metal stiffener inside the drain. The catheter started to buckle so she removed the system and tried using the plastic stiffener. She managed to successfully place the drain. However, the plastic stiffener and the guidewire got jammed and then snapped in half inside the patient, upon attempts to withdraw. The physician managed to retrieve all of the plastic stiffener, by using an artery clip to remove them. The procedure was completed with no complications to the patient. The patient is reported as "stable".